Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed along the infusion set tubing on multiple, intermittent occurrences. The customer's blood glucose levels ranged from 350 (mg/dl) to 400 (mg/dl). Reportedly, the customer replaced the infusion set tubing to resolve the issue, and continued using the pump for insulin therapy.